Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock. It was noted that the p-waves were falling into blanking and the device labeled v>a during an svt episode. Programming changes were performed. The patient was in stable condition.